Event description:
It was reported that the 17 inch ext set w/.2mf & vlv port pump set off the occlusion alarm for flow issues, and foreign, opaque spots were noticed on the device. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: "pump kept beeping occlusion and nurse had to change set. Noted the opacity when she removed the affected piece. Anecdotal reports of this happening (pumps beeping occlusion when this piece was in place week of 4/20)."

Manufacturer narrative:
H6: investigation summary: 27 samples (model #20350e) were returned by the customer. It was reported that the tubing was occluded and has opaque spots. 26 sets were able to be primed with saline. No occlusion was found. The failure was unable to be replicated in these samples. One sample was unable to be primed as fluid would not flow passed the filter. The filter appeared to be occluded. The customer complaint can be verified. A quality notification has been sent to the supplier, and this sample has been sent for further investigation. Unfortunately, the sample was inadvertently misplaced after it was received by the supplier. Therefore, further testing could not be performed, and a root cause was unable to be determined. But if found, a further investigation will be completed. H3 other text : see h10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the 17 inch ext set w/.2mf & vlv port pump set off the occlusion alarm for flow issues, and foreign, opaque spots were noticed on the device. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: "pump kept beeping occlusion and nurse had to change set. Noted the opacity when she removed the affected piece. Anecdotal reports of this happening (pumps beeping occlusion when this piece was in place week of 4/20)."